Event description:
It was reported that the tip of the voyager coronary dilatation catheter could not be loaded onto the guide wire. It was replaced with a new balloon to finish the procedure successfully. The patient's final outcome is satisfactory. No adverse patient effects were reported. No clinically significant delay in the procedure was reported. No additional information was provided. Returned device analysis noted balloon peeling/shredding.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the reported difficulty was confirmed. The balloon material was shredding at the proximal balloon seal for a length of 5mm. The cause of this small amount of balloon shredding could not be determined. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.